Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain") and abdominal pain ("severe abdominal pain/ menstrual cramp/ abdominal pain") in a 35-year-old female patient who had essure (batch no. 676716) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and mood swings ("mood swings"). On (B)(6) 2010, 2 months 12 days after insertion of essure, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced depression ("depression"). In (B)(6) 2010, the patient experienced headache ("severe headaches / headaches"), migraine ("migraines") and weight increased ("weight gain"). On (B)(6) 2010, the patient experienced menorrhagia ("abnormal prolonged and heavy menses/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced dry eye ("vision/eye problems : dry eyes") and vision blurred ("vision/eye problems: blurry"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain/ lower back pain"), abnormal weight gain ("abnormal weight gain"), procedural pain ("painful post operative recovery"), pain in extremity ("leg pain") and dysmenorrhoea ("menstrual cramp/ abdominal pain"). The patient was treated with surgery (in 2016, underwent a partial hysterectomy and bilateral salpingectomy with essure removal) and surgery (in 2016, underwent a partial hysterectomy and bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, back pain, procedural pain, headache, migraine, vaginal haemorrhage, pain in extremity and dysmenorrhoea had resolved, the abnormal weight gain and mood swings was resolving and the depression, dyspareunia, dry eye, weight increased and vision blurred outcome was unknown. The reporter considered abdominal pain, abnormal weight gain, back pain, depression, dry eye, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, mood swings, pain in extremity, pelvic pain, procedural pain, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: since having the surgery, the patient' s symptoms are mostly resolved. Diagnostic results: on (B)(6) 2010, hysterosalpingogram confirmed satisfactory position of the essure coils and satisfactory occlusion both of her fallopian tubes. Current weight 160.00 lbs. Approximate weight at the time of essure placement 196.00 lbs. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Plaintiff¿s demographics and concomitant disease added. Essure indication updated and lot number added. New events pelvic pain, abnormal bleeding (vaginal), psychiatric condition: depression, migraines , vision/eye problems: dry eyes , blurry, dyspareunia (painful sexual intercourse), weight gain, menstrual cramp/ abdominal pain, leg pain were added. Lab data added. It was reported that, significant pain, bleeding and migraines / headaches recovered after 3 months of essure removal. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain") and abdominal pain ("severe abdominal pain/ menstrual cramp/ abdominal pain") in a 35-year-old female patient who had essure (batch no. 676716) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and mood swings ("mood swings"). On (B)(6) 2010, 2 months 12 days after insertion of essure, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced depression ("depression"). In (B)(6) 2010, the patient experienced headache ("severe headaches / headaches"), migraine ("migraines") and weight increased ("weight gain"). On (B)(6) 2010, the patient experienced menorrhagia ("abnormal prolonged and heavy menses/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced dry eye ("vision/eye problems : dry eyes") and vision blurred ("vision/eye problems: blurry"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain/ lower back pain"), abnormal weight gain ("abnormal weight gain"), procedural pain ("painful post operative recovery"), pain in extremity ("leg pain") and dysmenorrhoea ("menstrual cramp/ abdominal pain"). The patient was treated with surgery (in 2016, underwent a partial hysterectomy and bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, back pain, procedural pain, headache, migraine, vaginal haemorrhage, pain in extremity and dysmenorrhoea had resolved, the abnormal weight gain and mood swings was resolving and the depression, dyspareunia, dry eye, weight increased and vision blurred outcome was unknown. The reporter considered abdominal pain, abnormal weight gain, back pain, depression, dry eye, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, mood swings, pain in extremity, pelvic pain, procedural pain, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: since having the surgery, the patient' s symptoms are mostly resolved. Diagnostic results: on (B)(6) 2010, hysterosalpingogram confirmed satisfactory position of the essure coils and satisfactory occlusion both of her fallopian tubes. Current weight 160.00 lbs. Approximate weight at the time of essure placement 196.00 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal prolonged and heavy menses"), back pain ("severe back pain"), abnormal weight gain ("abnormal weight gain"), headache ("severe headaches"), mood swings ("mood swings") and procedural pain ("painful post operative recovery"). The patient was treated with surgery (underwent a partial hysterectomy with essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, menorrhagia, back pain, abnormal weight gain, headache, mood swings and procedural pain was resolving. The reporter considered abdominal pain, abnormal weight gain, back pain, headache, menorrhagia, mood swings and procedural pain to be related to essure. The reporter commented: since having the surgery, the patient' s symptoms are mostly resolved. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.